Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed below the renal veins in patient with pulmonary embolism. Completion cavagram demonstrated good apposition of the filter to the vena cava. Approximately, ten years of post-deployment, a lumbar spine x-ray was performed on patient reportedly experiencing lower back pain, demonstrating evidence of anterolisthesis and discogenic degeneration. Filter was noted at l3-l4 level. Around, nine months and twenty-nine days later, a postoperative computed tomography lumbar spine was performed, noting inferior vena cava filter in stable position with the proximal components extending into both iliac veins. After, twelve days, a computed tomography lumbar spine was performed on patient reportedly experiencing intermittent sharp stabbing type pains in the right lower back, noting migrated inferior vena cava filter hitting the genitofemoral nerve at the l3 level. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc) and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism and prior to the orthopedic surgery. At some time post filter deployment, it was alleged that the filter migrated while its struts perforated into organs and the patient reportedly experienced lower back pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.